Manufacturer narrative:
An event was reported where a 300-61-006 10 hole contoured vl gridlock fibula plate, originally implanted on (B)(6) 2019, and, due to patient noncompliance post-operatively, the surgeon wanted to add additional fixation or remove the hardware. The original implantation was reported to have gone smoothly. After the case, additional information was received. It was learned that the patient was walking early, resulting in the patient falling, which caused a gridlock ankle locking screw to become decompressed. This screw was replaced with a screw of a larger diameter to obtain compression. Additionally, two gridlock ankle syndesmotic screws (306-40-042 and 306-40-054) were added to the site. The only removed hardware from the event, the 305-35-014 screw, was discarded at the case. The lot numbers for all hardware are unknown. Therefore, a DHR review, visual/dimensional inspection, and simulated use testing was not able to be completed. As the original case was reported to have gone smoothly and the hardware did not break even through noncompliance, it is likely that no major deviations from the IFU occurred during the initial implantation. The complaints log was reviewed for parts in the 300-61-00x family and identified only one other similar complaint ever for these parts. (B)(4) involved a 300-61-006 8 hole plate and identified that one screw began backing out after patient noncompliance/traumatic event. The root cause of this complaint was not able to be determined. The most likely root cause of this event is due to patient noncompliance as stated in the event description.

Event description:
On (B)(6) 2019 our sales representative reported the surgeon texted her to notify her of a revision case he scheduled concerning a recently implanted 300-61-006 (10 hole contoured vl gridlock fibula plate) plate. The surgeon did not allude to anything further throughout his text conversation with (B)(6) other than the patient was noncompliance through early ambulation post-operatively and wanted to go in and either add a syndesmotic screw to the plate to provide further fixation or remove the plate. The 300-61-006 was originally implanted on (B)(6) 2019 by the surgeon at (B)(6) medical surgery center to repair a bimalleolar fracture on a (B)(6) year-old female patient utilizing trilliant surgical ankle loaner sent to (B)(6) on (B)(6) 2019. The case was reported to have gone smoothly and invoiced out. (B)(6) notated pertinent patient information was reported recording the patient was a smoker, obese, and diabetic. The revision case is scheduled to take place on (B)(6) 2019 at (B)(6) medical surgery center with the surgeon. Ankle loaner #3 was sent from trilliant surgical on (B)(6) 2019 to cover the case needs for (B)(6). (B)(6) followed up with additional information on (B)(6) 2019 after the bimalleolar fracture revision case was performed by the surgeon at (B)(6) medical surgery center on (B)(6) 2019. It was confirmed that due to patient noncompliance via early ambulation, resulting in the patient falling, decompressing the fixation of an implanted 305-35-014 (3.5mm x 14mm gridlock ankle locking screw). To resolve, the surgeon removed the 305-35-014 locking screw and replaced the screw with a 304-40-014 (4.0mm x 14mm gridlock ankle screw). A 306-40-042 (4.0mm x 42mm gridlock ankle syndesmotic screw) and 306-40-054 (4.0mm x 54mm gridlock ankle syndesmotic screw) was implanted to supply additional fixation. The explanted 305-35-014 screw was disposed of after the close of the procedure and will not be returned to trilliant's corporate office.

Event description:
On (B)(6) 2019, a trilliant surgical sales representative reported that doctor 1 texted her on (B)(6) 2019 to notify her of a revision case he scheduled concerning a recently implanted 10 hole contoured vl gridlock fibula plate (300-61-006). Doctor 1 did not allude to anything further throughout his text conversation with the sales representative other than the patient was noncompliant through early ambulation post-operatively and wanted to go in and either add a syndesmotic screw to the plate to provide further fixation or remove the plate. The 300-61-006 was originally implanted on (B)(6) 2019 by doctor 1 at facility x to repair a bimalleolar fracture on a 51-year-old female patient utilizing trilliant surgical ankle loaner #5 sent to the sales representative on (B)(6) 2019. The case was reported to have gone smoothly and invoiced out. The sales representative notated pertinent patient information was reported recording the patient was a smoker, obese, and diabetic. The revision case is scheduled to take place on (B)(6) 2019 at facility x with doctor 1. Ankle loaner #3 was sent from trilliant surgical on (B)(6) 2019 to cover the case needs for the sales representative. The sales representative was made aware to return any implants that may be removed during the procedure to the corporate office. The sales representative followed up with additional information on 08/14/2019 after the bimalleolar fracture revision case was performed by doctor 1 at facility x on (B)(6) 2019. It was confirmed that due to patient noncompliance via early ambulation resulting in the patient falling, there was decompression of the fixation of an implanted 3.5mm x 14mm gridlock ankle locking screw (305-35-014). To resolve, doctor 1 removed the 305-35-014 and replaced the screw with a 4.0mm x 14mm gridlock ankle screw (304-40-014). A 4.0mm x 42mm gridlock ankle syndesmotic screw (306-40-042) and 4.0mm x 54mm gridlock ankle syndesmotic screw (306-40-054) were also implanted to supply additional fixation. The explanted 305-35-014 was disposed of after the close of the procedure and will not be returned to trilliant's corporate office.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the patient noncompliance which resulted in a fall and decompression of the fixation of the implanted screw. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Device manufacture date (h4) is listed below. 8. Section h9 n/a to this report. 9. No files attached to this report. Corrected information provided in follow-up submission: b1 - adverse event and product problem are selected. B3 - date of event is unknown. B5 - description of event/problem for initial submission - corrected to not identify any physician or institution (or sales personnel) by name. D1 - brand names added for screw and plate. D2 - common device names added for screw and plate, product code added for screw. D3 - fax number added. D4 - model # added for screw, catalog #, serial #. D5 - operator of device at the time of the event is corrected to patient as the patient admitted to noncompliance. E1 - initial reporter corrected to the doctor who reported the event to the sales representative. Sales representative's email address removed. Section f is n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor are selected, company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission: d4 - lot #, unique identifier (UDI) #. G1 - name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation conducted 03/20/2020: lot tsl007138 (300-61-006, manufactured 02/13/2019) and lot tsl006553 (305-35-014, manufactured 11/05/2018) were identified as the part / lot number(s) for this event upon review of associated sales data . The corresponding device history records (dhrs) were reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event and no adverse events were identified. As a result of the DHR review, it is concluded that there are no identified issues correlating to the reported event.